Event description:
Boston scientific crm received information that the patient with this right ventricular lead was evaluated at a pacemaker clinic due to complaints of "dizziness" and feeling "vague" for the past week. Device interrogation revealed that the lead warning notification screen had declared that the ventricular lead had switched to unipolar configuration. Evaluation of the ventricular lead revealed failure to capture at maximum outputs and failure to sense in both unipolar and bipolar configuration. The lead impedance was greater than 2500 ohms in both configurations and the daily measurements revealed greater than 2500 ohms recorded since (B)(6), 2010. The patient was in a normal sinus rhythm at the time of interrogation. The device was reprogrammed to aai 60bpm configuration. On (B)(6), 2010 a revision procedure was performed; under x-ray the lead appeared to have an inner coil fracture. Testing of the lead demonstrated no capture at maximum output in bipolar or unipolar configuration. The helix of the lead could not be retracted using usual methods. The lead was cut near the fracture, the inner coil was then exposed and an artery clip was attached to the inner coil. The clip was rotated counter-clockwise a number of times and the helix then retracted back into the lead. The whole lead was then extracted with minimal traction. The lead was replaced and returned to boston scientific crm for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection of the lead revealed that the outer coil of the lead was cut; however, the inner coil wires were fractured 175mm from the terminal pin. All primary fracture surfaces of the coil wires revealed evidence of fatigue. This type of damage is consistent with having occurred due to a repeated stress over time. The clinical observations were likely the result of the confirmed lead damage.